Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose on (B)(6) 2015. Customer's blood glucose was 40 mg/dl at the time of admission. Customer reported waiting to have dinner when they became unresponsive. The paramedics were called and the customer was transported to the hospital during this incident. It was also found the customer had a blank display while attempting to calibrate. Customer's blood glucose was 65 mg/dl during this incident. Customer's current blood glucose was 77 mg/dl. Troubleshooting did not find any issues with the insulin pump. The insulin pump will not be returned for analysis.